Manufacturer narrative:
(B)(4) initial/final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that there has been a relatively sudden change in drainage so that flow stops before sensation of being done. Incomplete drainage has resulted in fluid accumulation and loss of lung capacity. Were you finding that drainage was incomplete each time you drained or only sometimes? Starting on (B)(6) 2018, and every day since, the flow has stopped early and there was little or no sensation of being completely drained. There was also an immediate change in volumes from averaging around 200 ml to averaging around 150 ml. That reduced volume has persisted ever since, also. Have you spoken to your doctor regarding this issue? I spoke to the np who saw me last week, and she told me to call you. Are any actions regarding your catheter going to be taken? (I.e. Valve change or catheter change). I have an appointment on (B)(6); I don't know what actions they might take at that time. Other information that might prove helpful: there are usually large blobs of tissue in the fluid. On (B)(6) 2018, a very tough stringy piece of tissue about 7 cm long and 1.5 mm thick got wedged in the one-way valve in the connection, completely stopping it up. I had to shut off the flow, pull apart the connection, and tug the tissue out of the catheter. It reminded me of a tendon from a chicken. The following day there was a 1-cm piece of the same stuff, but it passed through the connection. I haven't seen that kind of tissue since. I have not had any impact other than the fact that the device is ineffective at keeping my pleural space drained. That results in shortness of breath.